Event description:
Patients generator and lead were explanted. The suspect product has not been received by the manufacturer to date.

Event description:
Patient presented with high lead impedance. Patient noted that they recently had a fall; however, does not feel anything different in terms of stimulation. Patient had x-ray performed. It was noted that there was a discontinuity of one of the leads in the upper neck. No other evidence for lead fracture identified in the neck. Spinal stimulator device noted overlying the left chest. No evidence for lead displacement or fracture is identified with its appearance similar to previous chest x-ray. Upper portion was not well seen on the lateral view due to under penetration. X-rays have not been reviewed by the manufacturer to date. No known surgical intervention has occurred to date. No other relevant information has been received to date.